Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at a third party service center, during the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The customer was advised to replace the machine flow sensor to address the issue.

Manufacturer narrative:
Device not returned.